Event description:
During an in-clinic follow-up, it was not possible to interrogate the device, and it was not pacing. The patient experienced bradycardia as a result of the event. The device was explanted and replaced to resolve the event. The patient was stable.

Manufacturer narrative:
The reported events of failure to interrogate and no pacing were confirmed. The device was at end of service (eos) level upon receipt consistent with the events reported by the field. Device image could not be saved due to low battery voltage. After cutting-open the device, and connecting the device to a power source, high drain current was observed and isolated to a component in the integrated circuit (ic) which drained the battery. Longevity assessment was performed, and the device did not meet projected longevity indicating premature depletion.